Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all testing.

Event description:
It was reported that the ventilator had a blank screen when powered on. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.